Event description:
Caller reported a malfunction on pump, identified with malfunction code malf 12, and noted at least three occurrences of this issue without any notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.